Event description:
Picu [pediatric intensive care unit] patient on high flow oxygen with humidification. On assessment, copious amount of fluid noted coming out of mouth and nose. Concern noted with neptune humidifier. Oxygenation equipment and ng [naso gastric] tube removed, and patient suctioned. New humidifier system set up and ng tube placed with no further issues noted.